Manufacturer narrative:
Concomitant medical products: product ID: 9734775, serial/lot : (B)(4). A medtronic representative went to the site to perform a system check out and they found that a purple hue was displayed. The hdmi cable was replaced and the issue was resolved. The hdmi cable was returned for product analysis. The dvi connector on the returned cable had bent pins causing a short. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that the system boots up with a purple tint to the screen. Otherwise, the system appears to be functional. When the dvi cable is adjusted the purple goes away momentarily then returns. No patient was present.